Manufacturer narrative:
The pump passed the active current measurement and self-test. Unable to download the trace and history files due to upload error caused by a battery tube defect. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Unable to generate power management graph due to upload error. The following were noted during visual inspection: moisture damage to electronic assemblies, corroded battery tube, corroded motor home switch, battery tube defect, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed upload error due to battery tube defect. Unexpected battery power loss unknown due to upload error. Cosmetic damage located at the battery compartment confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on top of the battery compartment toward the side going to the front of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage, and the customer reported that the pump functionality was affected. The pump was not accepting batteries. Troubleshooting was performed for replace battery alarm, and the customer reported that no damage to the battery cap or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned.